Manufacturer narrative:
(B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the colon during a colonic stent procedure performed on (B)(6) 2021. During the procedure, the distal tip of the catheter unknowingly detached inside the scope. The procedure was completed successfully at this time. It was only discovered during routine cleaning of the scope after the procedure when water could not be flushed through the scope; reportedly, a guidewire was then placed inside the working channel which removed the detached tip from the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of distal tip detached. Block h10: investigation result a visual examination of the returned complaint device found the balloon shaft/lumen was torn. The distal tip of the device, including the balloon, was detached from the device and was not returned. This confirms the reported event of the distal tip detaching. Functional analysis of the device could not be performed due to the condition of the returned device. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the colon during a colonic stent procedure performed on (B)(6) 2021. During the procedure, the distal tip of the catheter unknowingly detached inside the scope. The procedure was completed successfully at this time. It was only discovered during routine cleaning of the scope after the procedure when water could not be flushed through the scope; reportedly, a guidewire was then placed inside the working channel which removed the detached tip from the scope. There were no patient complications reported as a result of this event.